Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for post-implant device check. During interrogation, it was determined the ventricular leadless pacemaker (lp) exhibited loss of capture and failure to sense. Chest x-ray confirmed the lp had dislodged. The lp was programmed off and explanted. The patient condition was unknown.